Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed a hematoma to the left chest wall following the implant procedure. There was no identified infection. Antibiotic medications were administered and the hematoma fully resolved. This product remains in service. No additional adverse patient effects were reported.